Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were scratches on the patient line of an unspecified number of homechoice cassettes. The scratches were located on the tubing approximately 0.5 to 1 inch below the transfer set connection and some were deeper than others. This was identified during an unspecified step of peritoneal dialysis therapy. The customer was advised by a nurse not to use the affected cassette sets. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.